Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company representative.

Event description:
It was reported that the device was post-paced t-wave oversensing on the ventricular channel. The patient did not received therapy. It was recommended that the physician reprogram the device. The device remained implanted.